Event description:
The pt reported that she noticed about 2 months ago her infusion device was displaying only partial characters. She also stated that her infusion device "quit working." She did not recall if her infusion device gave any error messages. The pt did not have the infusion device with her during the trouble shooting call and did not know how long the power pack had been in use. She also reported that she changed her cartridge and noticed it was wet. The pt stated that she did not notice any damage to the cartridge. The pt's blood glucose was not affected. The pt did not report assistance by a helathcare professional or second party to address the issue. The product has been requested for return to be evaluated.

Manufacturer narrative:
Product not returned for evaluation.